Event description:
The customer reported via phone call indicating that the insulin pump had an air bubbles in reservoir and tubing. Customer's blood glucose was 349 mg/dl. The customer was advised to change infusion set. The air bubbles did not persist after set change. Customer was advised to monitor and call if problems persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.